Manufacturer narrative:
D6a: implanted date: (B)(6) 2024 (year valid). Radiographic image review states, "cell phone image of monitor poor image quality but appears to show a fractured sacral screw as described." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that,  a patient experienced pain and discomfort following a procedure involving a guidance system early in 2024. A broken pedicle screw was identified at s1 on the right side. The surgeon performed a secondary procedure to remove the broken screw and the pedicle bone on the right side of s1. Due to the missing bone, it was not possible to add a new screw to s1 level, so a new screw was added to s2 level to provide support. The screw was broken in the pedicle so there was not room to place another screw on that side. Procedure/technique performed was transforaminal lumbar interbody fusion with cortical trajectory screws. There were no further complications reported regarding the event.

Manufacturer narrative:
G3: the date manufacturer received for the report #1030489-2025-00321 should be updated to 2024-12-19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.